Event description:
Customer reported that 74 erroneously low sodium and electrolyte pt results were generated by the unicel dxc 600i synchron access system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the lab. The facility's system were recalibrated and the samples were retested yielding results within clinical expectations. Amended results were issued for 74 pts. There were no changes to the pts care or treatment. There are no reports of any adverse events or medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse cleaned an old spill from under the electrolyte injector cup insulator and replaced the chloride electrode tip. A clear root cause was not identified. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for add'l reportable events.